Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's atrial lead was oversensing noise, which lead to inappropriate automatic mode switch. Programming changes were completed to address this issue. The patient was stable throughout.